Manufacturer narrative:
During testing, corrosion was noted in the battery compartment of the device. The cause of the corrosion was leakage from the disposable aa batteries. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed 09/007/036 malfunction. However, during verification testing at the service center corrosion from battery leakage was noted in the battery compartment.